Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet.

Event description:
It was reported that the device was suspected of a set screw problem. A lead revision was performed to replace the right atrial (ra) lead for observed noise. After a new lead was implanted, the noise continued to be seen on the atrial channel. The device was explanted. The status of the newly implanted ra lead is unknown. No patient complications have been reported as a result of this event.